Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery, a 4.0x15 mm nc trek rx balloon dilatation catheter (bdc) snapped (separated) inside of a non-abbott guide catheter while in the patient anatomy. The shaft and balloon remained inside of the guide catheter, the balloon did not make it out of the guide catheter into the vessel. Reportedly, the separation occurred when the bdc was being advanced through the guide catheter; therefore, everything was removed safely from the patient anatomy. No additional information was provided.